Event description:
It was reported the patient experienced ineffective therapy. Diagnostics imaging discovered the patient's lead migrated. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.